Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from november 15, 2019 - november 18, 2019. The device was received for evaluation. Visual inspection was performed using the naked eye and the bladder was observed ruptured. The ruptured bladder was microscopically examined for signs of abnormality. No abnormality was identified that could have caused the rupture. The reported condition was verified. The cause of the reported condition could not be determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a japanese infusor sv (small volume) ruptured after filling at the hospital. The set was filled with an unspecified drug using a syringe. This was identified prior to use. There was no patient involvement. No additional information is available.